Event description:
In 2008, the pt reported that he had been experiencing unexplained elevated blood glucose readings. He stated that his blood glucose measured 81 mg/dl and he drank coffee with four creamers. His blood glucose then elevated to 355 mg/dl and he experienced frequent urination. His target blood glucose range is 120 mg/dl. He injected 15 units of insulin via syringe due to experiencing multiple occlusions on his infusion device. He stated that the morning of 2008, his blood glucose measured 110 mg/dl and after drinking a diet soda his blood glucose elevated to 235 mg/dl. He bolused 4-5 units of insulin to lower his blood glucose. He stated that he changes his infusion site every 3-4 days and his infusion tubing every 7-8 days. He stated that he changed the piston rod and adapter. His insulin cartridges had the expiration date 200-08. He stated that he has lost confidence in his infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was replaced and requested to be returned for eval.